Event description:
A customer observed negatively biased psa qc results on the eci analyzer. No patient results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into the event showed that the negatively biased qc results occurred after a routine calibration. Review of the calibration data shows the level 1 calibrator response was just within the expected interval. After recalibration with fresh calibrators and testing of fresh controls, the calibration responses were all well within the expected interval and the qc results are acceptable. The root cause of the event is calibration related.